Event description:
It was reported that pump repeatedly declared altitude alarm while insulin delivery was suspended, despite pump being within normal operating altitude and speaker holes not being obstructed. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to clean speaker area, remove and reconnect cartridge, and then load new cartridge and attempt to resume insulin, but altitude alarm persisted, so technical support arranged replacement pump and cartridge under warranty, instructed customer to use multiple daily injections as backup therapy, to place current pump in storage mode and return it with prepaid label, and informed customer they would need to reprogram pump settings and reconnect continuous glucose monitor on replacement pump.